Manufacturer narrative:
The smiths medical pump was returned in good condition and it was noted that the screen was scratched. The pump was powered up and the device started double beeping. This issue was determined to be caused by the downstream sensor. The issue will be resolved by replacing the downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was double beeping. There were no adverse events reported.